Event description:
The screw did not go into the bone. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The investigation of the complained shaft shows full conformity to the specification. Visual and functional control was performed. The shaft was assembled in a 90 degree screwdriver and screws were inserted into a bone block without any difficulty. It is possible that the hospital might have assembled the shaft incorrectly. Review of the manufacturing and material documentation show conformity as well. No product fault could be detected this complaint has been determined to be invalid. Additional device code: dzj. (B)(4).